Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that stent dislodgement outside the patient occurred. A 2.25 x 16 synergy¿ drug-eluting stent was selected for use and the device was then taken out from the hoop. However, when the protection sheath was removed, it was noted that the stent got dislodged inside the protection sheath. The device was handled by holding the tip of the protection sheath and was judged to be defective initially. The procedure was completed with another different device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: synergy ous, mr, 2.25 x 16mm stent delivery system (sds) was returned. A visual examination of the crimped stent found the stent separated from sds, returned on a pig tail mandrel, partially covered by a stent protector. The stent was damage across its entire length; some struts were bunched and overlapping. The maximum crimped stent profile was measured and was within specification. The stent protector was removed from stent and mandrel and stent protector inner diameter (ID) was measured and was within specification. The specified stent protector profile and the maximum crimped stent profile for this device shows there is no issues to note with the interaction between the two components. A visual examination found that the balloon wings appeared tightly folded and no issues noted. A visual and tactile examination found a slight hypotube kink 269mm distal from distal end of strain relief. A visual and tactile examination found no issue with the shaft polymer extrusion. The bi-component bond showed no signs of damage or strain. A visual examination found no tip damage. No other issues were identified during the product analysis. Inspection and testing as well as process monitoring and control were conducted throughout the manufacturing process to establish product conformance to specified requirements. Identification, inspection and testing are performed according to documented procedures. General inspection elements include visual inspection, dimensional inspection, and functional inspection. This includes a review of documentation to ensure that all required in-process and final inspection and testing have been completed and all acceptance criteria are met. There is no evidence that the device failed to meet specification prior to shipping. The manufacturing crimp data for this device was reviewed and the crimping process & controls did not highlight any anomalies. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent dislodgement outside the patient occurred. A 2.25 x 16 synergy¿ drug-eluting stent was selected for use and the device was then taken out from the hoop. However, when the protection sheath was removed, it was noted that the stent got dislodged inside the protection sheath. The device was handled by holding the tip of the protection sheath and was judged to be defective initially. The procedure was completed with another different device. No patient complications were reported.